Event description:
It was reported that the ilet system could not pair with an abbott freestyle libre 3 plus sensor, and the user replaced the sensor and completed pairing through the ilet and ilet mobile app, after which the sensor entered warmup and pairing was confirmed. Symptoms included no change in blood glucose levels. Outcomes included resolution of pairing through troubleshooting and education and transfer to the cgm manufacturer for sensor replacement support. Investigation included user troubleshooting guidance, verification of successful pairing and warmup, and coordination with the cgm manufacturer. Investigation of this case revealed a sensor pairing failure that was resolved with application of a new sensor and successful re-pairing. It was concluded that the event involved a cgm sensor pairing malfunction, with normal blood glucose levels and no clinical sequelae, and the user was referred to the cgm manufacturer for replacement.